Event description:
A patient reported experiencing inaccurate low results with a lifescan meter. The patient's blood glucose results were 6.7 mmol/l versus 11.4 mmol/l meter to lab. Tests were done within 10 minutes with a difference of 41%. Patient did not experience any adverse events. No further information has been reported.